Event description:
It was reported that this artificial urinary sphincter was not operating as intended. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff had a tear from sharp instrument. The cuff passed the leakage testing. This investigation was assigned a most probable conclusion code of no problem detected.

Event description:
It was reported that this artificial urinary sphincter was not operating as intended. The device was explanted and replaced. No patient complications were reported.